Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced uncontrolled gastrointestinal bleeding and multiple organ failure. Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Medical device report # 1220648-2024-20501 was identified as a duplicate report of medical device report # 1220648-2024-20754. Follow up reporting for the reported event will be provided under MDR #1220648-2024-20754.